Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii device was intended for use during a biliary duct observation procedure on (B)(6) 2026, in the biliary tract. It was reported that the image disappeared during the procedure. Attempts were made to reconnect the spyscope to the controller; however, despite these efforts, the procedure could not be completed and had to be rescheduled. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. Block h2 (device analysis) the returned device was analyzed and the reported clinical observation of loss of visualization could not be confirmed. However, a leak and internal damage to the scope was discovered. During the visual inspection of the returned device, no visual damage was observed. The camera tip showed evidence of the hydrophobic coating applied over the back of the camera assembly during manufacturing. During the image test, the device was connected to the controller and displayed image as expected. During the functional inspection, it was seen that the tip of the camera articulates without any issues, the image is not lost when articulating the tip. The reported visualization complaint was not confirmed. A leak test was performed, and water was observed to be leaking from the breakout region of the scope. Destructive testing and microscopic imaging were conducted and a tear to the pebax, a flexible material located at the tip of the scope, was discovered. This tear allowed fluid to enter the scope's optics lumen. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A risk review was completed and confirmed that the event of 'cancelled/rescheduled - post sedation/sedation unknown' was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. With all available information, the reported loss of visualization will be addressed by the conclusion code 'no problem detected' as visualization functioned as intended during the returned device analysis. The damage to the pebax region and resulting leak will be addressed as 'cause traced to component failure'. 'Cancelled/rescheduled - post sedation/sedation unknown' will be addressed as 'adverse event related to procedure' since the event was not completed due to the conditions faced during the procedure.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii device was intended for use during a biliary duct observation procedure on (B)(6) 2026, in the biliary tract. It was reported that the image disappeared during the procedure. Attempts were made to reconnect the spyscope to the controller; however, despite these efforts, the procedure could not be completed and had to be rescheduled. No patient complications were reported as a result of this event.